Manufacturer narrative:
Investigation: visual inspection revealed that the tip of the cold jaw silicone boot had detached and was peeling. The jaws were burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the rubber tip of the vasoview hemopro was ripped off and fell off the tip. The piece was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.